Manufacturer narrative:
Alleged failure: cib matthew sparrow, rep, the pressure readings are all off, the patience joint became bloated due to absorption of the saline fluid not being pupped out fast enough. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be 1) pressure senor malfunction 2) main board malfunction 3) old revision sensor bracket. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported there was an incorrect pressure reading that led to overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported there was an incorrect pressure reading that led to overpressure.